Event description:
Customer reported upon boot up of the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the dc power supply and display adapter board. System operates as intended.